Event description:
User from facility reported that the unit was underfilling final containers based on complaints from nursing that in the past 10 days bags had been running out early (1 to 2 hours). When the user was asked if there had been any alarms during compounding, he said no. He did say the unit was stopping during compounding, and since it would not allow him to continue, he had been programming the unit manually to pump what he calculated to be the correct volume. The reporter then asked him if there had been flashing dashes in the total delivered display, and the user replied yes. The reporter then instructed the user that those flashing dashes indicate a negative weight error, necessitating discarding of the final bag, recycling the power and recalibrating the unit; he also instructed the user in the potential causes. The facility prestretches the tubing and turns rotors during installation; the reporter instructed the user to stop the first practice and continue the second. No pt adverse events.